Manufacturer narrative:
Patient identifier: (B)(6). This report is for an unknown screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, that the patient experienced a post op non-union of the fracture. On (B)(6) 2020, the patient underwent a removal of the unknown tibial nail along with the four (4) unknown locking screws due to a non-union of the fracture. Hardware removal was performed successfully. The surgeon then performed a total knee replacement. It is unknown if there was a surgical delay. Patient status and surgical outcome were unknown. Concomitant devices reported: nails: tibial (part number unknown, lot unknown, quantity 1), screws: locking (part number unknown, lot unknown, quantity 3). This report involves unknown screws: locking. This is report 4 of 5 for (B)(4).